Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation the equipment was found to be fully functional. No deficiencies were discovered. Vt (171 bpm) was detected at 8:14:47 on (B)(6) 2011 and a pulse was delivered. The post-shock rhythm was bradycardia (25-40 bpm). The second arrhythmia (vt that degraded to vf) was detected at 8:19:48 and a second pulse was delivered. The post-shock rhythm was bradycardia (40-50 bpm). A third arrhythmia (slow vf, 164 bpm) was detected at 8:24:07, and the patient received a third appropriate shock at 8:25:27. The post-shock rhythm was asystole. Two isolated qrs complexes after the third shock interrupted the asystole detection algorithm and caused the lifevest to continue detecting a treatable arrhythmia. As a result, the device delivered a fourth pulse at 8:25:51. The post-shock rhythm was asystole. Asystole was detected at 8:26:32, and the device appropriately alarmed to call 911, as asystole is considered a non-treatable rhythm. The device functioned as designed. Device manufacture date: monitor sn (B)(4) manufactured 01/2011. Electrode belt sn (B)(4) manufactured 06/2010.

Event description:
The daughter of a (B)(6) male patient called zoll customer support that the patient had passed away on (B)(6) 2011 after suffering a heart attack. The patient was found with the lifevest on and alarming "patient not responding, call for medical attention." Review of the event showed that the patient received three appropriate shocks and one inappropriate shock.